Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse performed all manifolds test and the unit failed all manifolds test for leak in patient interface module (pim) to fix the issue, the fse replaced the pneumatic module assay, and retested. The unit passed all tests after pim was replaced. The fse then performed full functional and safety checks to meet/and pass factory specifications. The unit has the doppler removed and therefore, the unit is not released for clinical use until the doppler is replaced. Uf/importer report# (B)(4).

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) suddenly stopped, while connected to a patient, and a "gas loss in iab circuit" alarm was displayed. It was also reported that there was an attempt to restart the unit but the end user was unable to clear the alarm. It was observed that the helium drive line was free of blood, and all connections were secure. The iabp was swapped out for another with no issue and therapy was resumed. No patient harm, serious injury or adverse event was reported.